Manufacturer narrative:
Additional information was added to b4, g6, h2, see completed section c attached. Correction to e1 country type, h6 (type of investigation and investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
15 devices impacted.

Event description:
Pen needles already clogged several times. Problem has occurred several times since january 2024. 15 per pack. Already complained to the pharmacy, which has already contacted the relevant hotline.